Event description:
A (B)(6) male pt contacted zoll customer support to report his battery charger/modem was unable to download. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger¿s flash memory was corrupt, causing the charger to reset. The corrupt flash memory was corrected by reprogramming the battery charger. In addition the battery charger¿s transistor q1, was defective on the bedside board. The q1 transistor controls the current flow to the battery while charging. The root cause of the corrupt flash memory was unable to be positively determined. The root cause of the defective q1 was unable to be positively determined. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger/modem.